Manufacturer narrative:
(B)(4). Date sent: 10/29/2021. H6: component code g02. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device arrived with no apparent damage. The device was received with staples present and no anvil present. When the battery was installed, the green checkmark illuminated as if the device was fired however staples were present. After reset, the device fired normally. It formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system.

Manufacturer narrative:
(B)(4). Only event year known: 2021. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: the patient had an anastomotic leak 1 or 2 days after the surgery. The mechanical stapler he used after the 2 powered staplers was a chexs. He thinks that the anastomotic leakage was due to stressed tissues as he had to use 3 staplers and 2 anvils with each time a strong compression. When he changed the stapler and placed it in the rectum, he had each time to find the first hole done by the trocar. This also contributed to stress the tissues. Because of the non- working of 2 powered stapler, the surgery lasted 1 more hour. Both devices did not cut/staple when the surgeon pressed the firing trigger. The firing sequence never started. Additional information was requested, and the following was received: what were the indications for surgery? Tumor resection. What surgical procedure was performed? Lap left colectomie but quite low. Did the patient receive any preoperative chemotherapy or radiation? No, no chemotherapy and no radiation. Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? No, he was not experienced. It was the first time he used it and was coached by the senior surgeon. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Between low and middle. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? They waited for 1 minute. Were there any issues with device use/firing? As mentioned in the complaint, the device could not be fired. The trigger was mobile but no noise of motor could be heared. What confirmation was received that the device completed the firing sequence? No relevant (answer above) was the green checkmark visible at the end of the firing? The surgeon said that it was illuminated. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? No relevant as there was no firing. Were the donuts inspected? If so, please describe. No relevant as there was no firing were there any issues noted with staple formation? If so, please describe the shape and location. No relevant as there was no firing.

Event description:
It was reported that the surgeon placed de circular stapler and connected with the anvil ready to fire. He controlled the both were correctly connected. When he pulled the trigger, nothing happened. He could hear no noise but said that the green "ok" light was shining. It's not clear if it was really on or if he believed it was on because we know that before firing and the battery in place, this green "ok" sign is slightly shining. He used a second stapler with the same lot number and had the same bad experience. At the end, he took a manual stapler. Procedure: colectomy.